Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
Received info customer was not aware cannula and tubing needed to be filled during the load process and an occlusion alarm occurred. Reportedly, customer's blood glucose level was high.